Event description:
A healthcare professional reported minicaps with no "pvp". Per the healthcare professional the sponge is completely white, with no trace of betadine present. The healthcare professional stated that there was no patient injury or medical intervention associated with these incidents.